Manufacturer narrative:
(B)(4). The unit has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a bipolar turp resection a hole burned through in the end of the cord, and the cord no longer worked. Another cord was used to complete the procedure. Initial evaluation of the incident device found the device failed hipot testing.

Manufacturer narrative:
(B)(4). The device was received and the investigation found the device to have a burned connector and the complaint mode of cord/cable failure/damage was confirmed. The root cause for the failure cannot be determined. There were no indications the failure was due to a manufacturing or materials defect.